Manufacturer narrative:
(B)(4). The reported complaint of "system error 7" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the display head was replaced to resolve the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It wass reported "system error 7". Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "fine".

Event description:
It was reported "system error 7". Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)